Event description:
The customer reported that she could see the inner wiring in her pump in style power adapter, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In a follow up with the customer she reported that she received the new power adapter and that she has shipped the original one back. As of the date of this report, the original product has not been received. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping package strength has also been increased to further protect the transformers during shipping.